Event description:
Patient reported that the lancet carrier is not properly retracting. Patient indicated that, as a result she has to manually pull the lancet out of her finger. No patient injury was reported and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.